Event description:
It was reported the bronchovideoscope angulation became inverted and when retracting, the bronchoscope could no longer be pulled into the tube. The angulation lever was blocked. After simultaneous extubating of the tube and bronchoscope, the distal end appeared in the shape of a question mark. Outside the patient, the bronchoscope end could be re-angulated, but atypically. The issue occurred during a bronchoscopy procedure. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, the issue was attributed to wear of the angle wire and it was noted the bending angle in down direction did not meet the standard value. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.